Event description:
A home patient contacted baxter's technical service center regarding a system error message that appeared on the display of the home patient's homechoice machine during drain 1/3 of their automated peritoneal dialysis therapy. Reportedly, the home patient disconnected their transfer from the patient line of the homechoice cassette without pausing therapy. The home patient received the alsrm and then reconnected to the setup in an attempt to continue therapy. Baxter's technical service center assisted the home patient in ending the therapy early. Therapy was completed by setting up with new supplies. No patient injury or medical intervention was associated with this incident per the home patient.